Manufacturer narrative:
The product was returned for analysis and plunger underride was observed. The device was returned in a blister tray inside a plastic bag. The lock-out assembly has been removed. Insufficient amount of ovd observed in the device. The plunger has been advanced outside the nozzle tip and is advanced under the iol. The iol is advanced into the nozzle entry and is damaged. Plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the haptic was curled under the lens upon insertion. Procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).